Event description:
It was reported to medtronic neurosurgery that during the implantation procedure before the incision was closed, csf was found to not flow through the shunt. The shunt was taken out and replaced with another one to complete the surgery. The shunt was tested again outside of the patient, and it was found to not be patent. There was no patient impact reported.

Manufacturer narrative:
The returned valve and peritoneal catheter were both patent and met requirements for the leakage test. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met all of the requirements for the siphon, reflux, pressure-flow, and preimplantation tests. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).